Event description:
Additional information was received. It was reported that the patient experienced increased pain levels with respect to the granuloma. It was reported there was no known device malfunction to have caused the granuloma. The granuloma was located at the tip of the catheter.

Event description:
It was reported that the patient had their pump and catheter replaced due to inflammatory mass. An inflammatory mass was verified via MRI. The patient pump and catheter were replaced on (B)(6) 2012. The medications in the pump were morphine (compounded), baclofen (compounded), and clonidine. It was later reported that the patient was 'now fine' following the replacement. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: the catheter was replaced due to an occlusion caused by the granuloma.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type catheter , product ID 8596sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter (B)(4) found a non-significant indent in the seal that did not affect infusion.